Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. The following additional information received per the patient profile from (ppf) indicates that the patient had blood clots, clotting and occlusion of the ivc. The patient also reports to be suffering from anxiety and depression. According to the medical records, the patient¿s pre-operative diagnosis was dvt. The filter was successfully deployed caudal from the renal veins during the index procedure. The patient tolerated the procedure well and was taken back to recovery in stable condition. A review of the manufacturing documentation associated with this lot 15602670 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported by the legal team, a patient underwent placement of e trapease filter on or about (B)(6) 2012. The filter subsequently malfunctioned and caused injuries and damages to including, but not limited to, migration of the ivc filter, deep vein thrombosis, caval thrombosis, and ivc thrombosis. As a direct and proximate result of these malfunctions, the plaintiff has suffered and will continue to suffer significant medial expenses, pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The trapease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and thrombosis within the vessel/filter does not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without images or procedural films for review, the reported filter migration could not be confirmed and the exact cause could not be determined. Giving the limited information available at this time, clinical factor contributing to the migration could not be determined. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, plaintiff underwent placement of the trapease filter on or about (B)(6) 2012. The filter subsequently malfunctioned and caused injuries and damages to including, but not limited to, migration of the ivc filter, deep vein thrombosis, caval thrombosis, and ivc thrombosis. As a direct and proximate result of these malfunctions, the plaintiff has suffered and will continue to suffer significant medial expenses, pain and suffering, and other damages.